Manufacturer narrative:
On 08/19/2021, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). During the functional testing, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message. The root cause of the reported complaint was a communication error between the processor pca board and the defective drive train motor, likely due to a defective component. During visual inspection, the platform was examined, and found a cracked front and bottom enclosures. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. Also, found the stiff, grinding, and noisy manual rotation of the driveshaft. This type of drive shaft issue is characteristic of normal wear and tear. The clutch & gearbox encoder was replaced to address the driveshaft manual rotation issue. The thermogard console is a reusable device and was manufactured in january 2017 and is almost 5 years old. The archive data review showed the occurrence of system latch error 71 (motor drive train command issue). The defective drive train motor was replaced to address the fault. Upon further review of the archive data, noticed a fault code 16 (timeout moving to take-up position), user advisory (ua) 17 (max motor on time exceeded during active operation), fault code 27 (encoder fault), and fault code 28 (loss of clutch connectivity) that were likely related to the defective drive train motor, clutch & gearbox encoder. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During preventive maintenance performed at zoll service depot (B)(6) on (B)(6) 2021, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement.